Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-25202. It was reported the pt has not received effective stimulation since implant. Reprogramming attempts did not provide resolution. The pt will undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.